Event description:
It was reported that the asymptomatic patient arrived in clinic with a high ventricular rate on the stored electrogram. The strips were reviewed and noise was seen on both channels on three separate days at around the same time. The patient was to be monitored and evaluated again in a few weeks.

Manufacturer narrative:
No medwatch form was received.